Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During use for cardiopulmonary bypass, the pressure sensor display drifted over time. There was no adverse consequence to a pt as a result of this event.